Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink i.v. Administration set with control-a-flo regulator fell apart when the nurse pushed medication through it. The drug was pushed from a higher port and not the closest port. The device was in the prime position. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and revealed that the flow regulator was broken. The reported condition was verified. The cause of the condition was determined to be a use error of the user pushing the drug into a higher port. The device¿s label instructs the user to administer bolus injections below the contro-a-flo regulator only. A review of the labeling for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.